Event description:
It was reported to philips that when the defibrillator is charging the discharge is slow. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.